Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg failed to communicate with external devices. The ipg was deemed inoperable. Surgical intervention may occur later to address the issue.